Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/may/2024.

Event description:
Healthcare professional reported right contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported, right contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported right contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.